Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Noticed them inside me, fibers- vagina [foreign body in reproductive tract]. Worse cramps today- menstrual [dysmenorrhoea]. Worse (cramps) today- menstrual [condition aggravated]. Tampons are leaving fibers behind, several strings loose at the top [device breakage]. The top section is not back stitched to close the knot [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon is leaving fibers behind. No serious injury reported.